Event description:
As reported through patient support, the patient's daughter stated the patient passed away approximately 24 days post tavr with a 26mm sapien 3 ultra valve due to ''complications from her implant surgery.'' Per clinical review of the death certificate, the cause of death was stated as cardiopulmonary arrest.

Manufacturer narrative:
The device was used in off-label implantation in the mitral native valve position. As there are no specific IFU or training materials related to mitral native valve procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, cardiac valve replacement with the thv procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards' device-related bleed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (use of the valve in off-label implantation) may have caused or contributed to this event, however due to limited information provided a definitive root cause could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.